Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer failed to open. The technical support specialist (tss) guided the nurse to log out and log in back to resolve the issue. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, drawer was failed to open.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.